Event description:
Medtronic received information that during the implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported as when lowering the valve into the annulus, the surgeon noticed the valve not sliding well into the annulus and noticed the sutures had been twisted when placed in the sewing cuff. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the 21mm avalus ultra valve was replaced with a valve of the same size and model. It was also reported that the patient had anomalous coronaries, and bicuspid valve. The valve didnot malfunction and was not fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Sections updated: a.1 a.2 b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.